Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. It is unknown if this implant is an ams pelvis mesh product or another manufacturer's product.

Event description:
The patient had a pelvic mesh product implanted on (B)(6) 2005. The manufacturer and model of the mesh product is unknown. It was reported that the patient "has suffered/will continue to suffer pain, suffering and disability impairment."